Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a 30-degree endoscope plus to perform failure analysis (fa). The 30-degree endoscope plus was analyzed and found to have error 48216 (camera_err_temp_sensor_failure) during log review but was unable to replicate it. Also, the 30-degree endoscope plus was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. A visual inspection of the endoscope was performed, and cosmetic damage was found. Discoloration was observed on the endoscope cable integrated connector housing. The cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces located at cable proximal end. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and removed. The distal window located at distal tip was visually inspected and found cracked. The root cause for cracked distal window of camera instrument is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with mechanical damage to the scope¿s shaft. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly or noises were heard during testing and confirmed as binding. Minor cuts to the cable insulation at zone c near the endoscope housing were found on the endoscope. The endoscope was tested and placed on an in-house system for cable testing and was found to have failed due to a wahoo paddle board (wpb) defect. Further inspection confirmed a damaged distal window with a broken or detached fragment that could potentially pose a risk of detachment into the patient. The probable root cause of distal cracked window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had self-check failed multiple times. The procedure was completed with no reported injury.